Event description:
Caller indicated the relion confirm meter was giving variable readings. Readings of 20, 146 & 207 within 10 minutes. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.